Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: the loss of the stent from the delivery system of the omnilink stent system is confirmed. The stent appears to move distally on the catheter with the initiation of deployment. It is shown to be retrieved and repositioned then deployed using several different balloon catheters. The result is good and the patient does not have any reported impact. The device was returned for analysis. The deployment issue was not able to be confirmed as the stent had already been deployed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported premature deployment could not be determined. A review of the lot history record revealed no non-conformances. Additionally, a query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in common iliac artery, a 9.0x29 mm otw omnilink elite stent system was advanced and during deployment the stent moved proximally from the intended location in the common iliac artery to the aorta. Reportedly, a 4.0x40 mm unspecified balloon catheter was used to dilate the non-deployed free-floating stent and a 7.0x60 mm unspecified balloon catheter was then inserted into the partially dilated stent to move the stent back from the aorta into the intended common iliac artery. The omnilink elite stent was then re-inflated and apposed to the wall with a 9x40 mm unspecified balloon catheter. Reportedly, the 9.0x29 mm omnilink stent was being used is a kissing stent to support a contralateral omnilink stent that did not move. There was no disease to the common iliac artery that had the stent movement. A 10x39 mm non-abbott stent had been fully deployed to the mid common iliac artery to treat stenosis here prior to common iliac kissing stenting. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. The patient outcome was satisfactory. No additional information was provided.